Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During removal from package, during handling prior to use on patient and during use on the patient. - per event description it was use several devices to make several points, please clarify the following: ¿ what is the total number of products (pull off - suture needle) involved in this event? ¿ if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). => 5 interventions were concerned. From 2 to 4 sutures were used per procedure. 4 other complaints will be opened as per this information: the needle pulled off easily. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-05949, 2210968-2023-05950

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2023 and suture was used. During the procedure, the needle pulled off easily. No adverse patient consequences were reported. Additional information was requested.